Manufacturer narrative:
(B)(4). Batch # r59e3f. Device evaluation summary: the analysis results found that a sr75 reload was received with the left gripping surface broken off making the reload nonfunctional. The reload was received with the swing tab in the unlocked position and fully loaded with staples. No functional testing was performed due to the condition of the reload. The condition on the returned reload is consistent with an improper loading technique. When loading the cartridge in the device, make sure the cartridge is inside the channel track and proper loading. Please refer instructions for use. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during an open unknown procedure, it was found that the gripping surface had been bent outward, so that the cartridge could not be loaded into the jaw. Another device was used to complete the case. There were no adverse consequences to the patient.